Manufacturer narrative:
Biomérieux investigation was conducted, and included analysis of the submitted vitek ms instrument log files and review of product labeling. Investigation findings: - the fine tuning has been done one week before the tests, the system is considered as operational. - based on the analysis of the results obtained from calibrant spots, the customer's sample preparation seems to be quite heterogeneous. Results interpretation: - based on the information provided, the most probable identification is candida auris. - for information, the tested species is not included in the vitek ms knowledge base and the following system limitation is indicated in the vitek ms knowledge base user manual ref. 161150-556-b. "Testing of species not found in the database may result in an unidentified result or a misidentification." Probable causes: - non-optimal spot preparation. - system limitation (candida auris is not included in the knowledge base). The investigation concluded the vitek ms system is function as intended in accordance with product labeling.

Event description:
A customer from (B)(6) notified biomérieux of a misidentification of an external qc candida auris isolate as candida haemulonii in association with the vitek® ms system. Of four tests, the vitek ms obtained results of candida haemulonii one time, and no ID (no identification) three times. It should be noted that candida auris is not a claimed species in the vitek ms knowledge base. Vitek ms system organism identification is based on a species pattern classification. In this case, the expected species candida aurisis not in the vitek ms knowledge base. Consequently, the system can provide: no identification (no ID - most probable answer) when the spectrum acquired doesn't match with any species pattern. An incorrect single choice identification to the nearest pattern species (often same genus) when the spectrum acquired presents a high level of similarity with a specific species pattern present in the database. A low discrimination identification (often the same genus) when the spectrum acquired presents high level of similarity with multiple specific species patterns present in the database. This limitation is indicated in the vitek ms labeling: "testing of non-clinically validated species or species not found in the database may result in an unidentified result or a misidentification." There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health; there was no patient directly associated with the external qc strain. Biomérieux investigation was initiated.